Event description:
Customer reported a communication error occurred while the device was getting setup for pt use. No pt harm or medical intervention was reported. No add'l info was provided.

Manufacturer narrative:
The reported incident of a communication error was confirmed via log analysis. The event could not be confirmed to have occurred during the set up of the device. The event log details indicated the event occurred approx 17 minutes after the infusion of lactated ringers was started on pump module sn (B)(4). The concomitant pump module sn (B)(4) was actively infusing the drug oxytocin at a rate of 6ml/h. The lactated ringers infusion was being performed at a rate of 125ml/h at the time of the incident. The lactated ringers infusion was not terminated by the communication error but was stopped by the user's actions of having opened the door and then turned off the pump module. By design, when a communication error occurs the affected modules continue to infuse at their last programmed rate without the ability to make changes to the infusion parameters. Only the basic function keys on the pump module can be utilized. Testing of the returned system did not replicate a communication error, even with aggressively manipulating the devices while infusing. It is suspect that the inherent wiping feature of the iui during attachment and removal removed or displaced the offending contaminate outside the contact area of the pin(s) that caused the incident the customer experienced. Inspection of the iui connectors noted the pcu's left iui connector had evidence of contamination/corrosion on its pins. The right iui connector on the lvp that was received attached to the left iui of the pcu had no visible evidence of contamination or corrosion and no signs of physical damage. The inspection noted that all left iui connectors on the returned devices had visible signs of contamination/corrosion on pins. There were some incidental observations noted with the condition of the devices that are indications of possible improvement needed in the cleaning and pm practices being performed by the customer. The root cause was not definitively identified but the noted condition of the pcu left iui connector is suspect to have been the cause for the customer's reported incident.